Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for lots 25152647, 25152589, and 25152520 the last 3 lots shipped to the account prior to the event date. There were no ncmr¿s for the reported lot numbers.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the harvester noticed that the jaws were becoming "misaligned" during cauterization. Ultimately, this started to impact the ability of the device to effectively "cut and seal" so they opened up a new kit to finish the case. The device did work fine for most of the case so it sounds like something happened to the jaws during use to cause this. No negative patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the harvester noticed that the jaws were becoming "misaligned" during cauterization. Ultimately, this started to impact the ability of the device to effectively "cut and seal" so they opened up a new kit to finish the case. The device did work fine for most of the case so it sounds like something happened to the jaws during use to cause this.